Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter broke during use. Medical intervention was reported course of treatment was changed. The patient received x-ray and CT in order to locate the cannula. An additional appointment was scheduled in order to remove the cannula.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter broke during use. Medical intervention was reported course of treatment was changed. The patient received x-ray and CT in order to locate the cannula. An additional appointment was scheduled in order to remove the cannula.

Manufacturer narrative:
The lot number was provided with the sample returned. The identifying information is as follows. Medical device lot #: 6077165, medical device expiration date: 03/31/2019, device manufacture date: 04/14/2016. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown, event attributed to: required intervention, device single use?: no, device returned to manufacture: yes. Investigation summary: one actual sample and (B)(4) representative samples (batch: 6077165, catalog: 393227) were returned for investigation of this complaint. The actual sample was subjected to visual inspection of the catheter. A clean cut was observed on the catheter. DHR review showed no similar complaint was raised for the batch. No quality notifications were raised. No abnormalities observed after reviewing preventive maintenance, calibration and equipment records. The manufacturing process was reviewed and there is no process in the manufacturing facilities that could cause this nonconformance. There is a 100% automated vision inspection that would reject the parts that fail the lie distance. A broken catheter would automatically be rejected as the lie distance would be out of specification. The (B)(4) representative samples were subjected to visual inspection and catheter adapter leak test. All the representative samples passed the acceptance criteria. Therefore the nonconformance cannot be determined.